Event description:
It was reported on medsun medwatch mandatory report uf/importer report # (B)(4) that: "paclitaxel infused, after 142 cc instilled pt c/o pants felt wet. Chemo lock disconnected from pt, (pharmacy placed side) taxol stopped. Pt cleaned. Dry clean clothes provided. Pharmacy notified and team notified. Spill kit used. At home care education provided and pt and wife aware to wash clothes separately. Remainder of taxol remade and administered with no further complication. The leak came from chemo lock that was applied on chemo side. (Not the side from pt). Ref (B)(4) oncology kit with chemolock with red cap". The event occurred at the hospital. The problem that the user had was that the device failed (e.g. Broke, couldn't get it to work or stopped working); device malfunctioned - that is, the device did not do what it was supposed to do. This is not a laboratory device or laboratory test. The device is not available for evaluation. There was patient involvement and no human harm was reported.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.